Manufacturer narrative:
D.4 device expiration date: unknown. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ experienced component damage causing leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on (B)(6) 2023 the patient was comatose and had a glasgow score of 3. At 19:10 when the nurse in charge gave the patient bedside hemodialysis as prescribed by the doctor, the patient's blood pressure was: 108/71 mmhg, at 19:32 the patient's blood pressure slowly decreased to 65/41 mmhg, the nurse in charge immediately adjusted the ultrafiltration rate to 0 ml/h and informed the doctor, and the nurse in charge, following the medical advice, pumped in the desmoteplase kidney from 4ml/h to 6ml/h pumping, 19:52 the patient's blood pressure continued to fall to 40/29mmhg, the nurse in charge of checking the fluid pathway, the hand can touch the tee with ooze, so the nurse in charge of closing the tee and increase the infusion rate only to find out that it is connected to the norepinephrine tee with obvious ooze, and then immediately replace the broken tee, the patient's blood pressure rose rapidly to 163/96mmhg, the the nurse in charge slowly adjusted the norepinephrine 4ml/h to maintain the patient's normal blood pressure.

Manufacturer narrative:
H6: investigation summary: it was reported there was a broken tee with oozing. As a sample was not returned, a thorough sample investigation could not be completed. The appearance of cracks is typical when the product has been used together with lubrication solution or an infusion with a high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. It is recommended to refer to the instructions for use enclosed in each box. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation, bd was not able to confirm the customer's indicated failure mode.

Event description:
It was reported that the bd connecta¿ experienced component damage causing leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on (B)(6) 2023, the patient was comatose and had a glasgow score of 3. At 19:10 when the nurse in charge gave the patient bedside hemodialysis as prescribed by the doctor, the patient's blood pressure was: 108/71 mmhg, at 19:32 the patient's blood pressure slowly decreased to 65/41 mmhg, the nurse in charge immediately adjusted the ultrafiltration rate to 0 ml/h and informed the doctor, and the nurse in charge, following the medical advice, pumped in the desmoteplase kidney from 4ml/h to 6ml/h pumping, 19:52 the patient's blood pressure continued to fall to 40/29 mmhg, the nurse in charge of checking the fluid pathway, the hand can touch the tee with ooze, so the nurse in charge of closing the tee and increase the infusion rate only to find out that it is connected to the norepinephrine tee with obvious ooze, and then immediately replace the broken tee, the patient's blood pressure rose rapidly to 163/96 mmhg, the nurse in charge slowly adjusted the norepinephrine 4ml/h to maintain the patient's normal blood pressure.